Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
Customer had performed a craniotomy and a revision surgery needed to be completed due to a csf leak.